Event description:
The customer received discrepant results for tsh for one pt sample and has requested interference investigation for tsh assay. Pt is euthyroid and not presently taking any thyroid medication. Customer provided the following tsh results (using a serum sample): initial tsh result gave greater than 100 (free t4=13.5 pmol/l), repeated on immulite analyzer gave greater than (free t4=23.6 pmol/l) and repeated at another lab tsh gave greater than 100 mu/l (free t4=34.2 pmol/l). According to the customer, consequences to the pt are unk, no allegation of death or serious injury.

Manufacturer narrative:
Two samples from the patient were provided for investigation. The elevated elecsys tsh result could be duplicated and was further confirmed by tests with a competitor assay (centaur). It was concluded, the elevated free tsh results should be reliable. No adverse events were reported.